Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer contacted physio-control to report that their device seemed to lock up while they were attempting to deliver defibrillation therapy to a patient. The customer reported that while delivering defibrillation energy, the device's display went black and the power indicator led stayed illuminated. The customer removed the device's batteries and then placed them back into the device. The display came back on and there were no further issues with the device during the call. There were no reports of adverse effects to the patient as a result of the reported issue.physio-control has attempted to contact the customer multiple times to obtain additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device seemed to lock up while they were attempting to deliver defibrillation therapy to a patient. The customer reported that while delivering defibrillation energy, the device's display went black and the power indicator led stayed illuminated. The customer removed the device's batteries and then placed them back into the device. The display came back on and there were no further issues with the device during the call. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has attempted to contact the customer multiple times to obtain additional information on the patient. No response has been received from the customer.